Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they customer had high blood glucose and value was 400 mg/dl. It was also reported that the insulin pump received no delivery alarm after multiple set changes. The customer's insulin pump was not working. The customer's mom stated that last week she was getting no delivery and got it to work but now is getting no delivery and the blood glucose level are high. The customer declined troubleshooting for the high blood glucose level. The customer changed the set multiple times and still received the no delivery alarm. The customer was advised to revert to back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.